Manufacturer narrative:
A hardware analysis of the controller and cable was initiated to determine the probable cause of the issue. Analysis found no problem with cable and controller. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. The em controller unit was connected to a test system for a multi-day burn-in test. Em controller functioned normally without failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The localizer was not connected. The issue occurred during registration. The emitter was switched out with that of another system's, but still indicated the localizer was not connected after a successful registration. The instrument interface was also replaced without resolution. By the process of elimination, the issue was suspected to be with the em controller. Intermittent localizer connectivity existed for the rest of the case (occurred approximately every 2-3 minutes; disconnect for approximately 30 seconds). The procedure was completed with the use of a different navigation system; imaging was aborted. Switching navigation systems resolved the issue. The issue resulted in less than one hour procedure delay. There was no impact on patient outcome. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) indicated that the system was down and that replacement of the em controller did not resolve the issue. The rep planned to replace the em usb cable.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. Upon system checkout the usb cable was replaced. If information is provided in the future, a supplemental report will be issued.